Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence, incomplete uterovaginal prolapse, lateral cystocele, rectocele, enterocele, and bladder laceration. It was reported that the patient underwent a mesh removal on (B)(6) 2012.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-06268. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent removal of foreign body and bladder stone with laser on (B)(6) 2012. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was also reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced recurrent urinary tract infections, urgency and frequency. It was reported that patient underwent closure and repair of bladder, lysis of adhesions and fistula closure, and cystoscopy, bilateral ureteral stent placement on (B)(6) 2012 by dr. (B)(6) due to vaginal mesh erosion and history of bladder stones. It was reported that patient concurrently underwent vaginal colpopexy combined anteroposterior colporrhaphy, repair of bladder laceration, and cystourethroscopy.

Event description:
It was reported that following insertion the patient experienced recurrent urinary tract infections, urgency and frequency. It was reported that patient underwent closure and repair of bladder, lysis of adhesions and fistula closure, and cystoscopy, bilateral ureteral stent placement on (B)(6) 2012 by dr. (B)(6) due to vaginal mesh erosion and history of bladder stones. It was reported that patient concurrently underwent vaginal colpopexy combined anteroposterior colporrhaphy, repair of bladder laceration, and cystourethroscopy.